Event description:
The customer observed falsely elevated alinity c calcium results, co2 results, and total bilirubin results generated on the alinity c processing module for one patient. The results were not reported out of the lab. A sample re-draw was requested. The following results were provided: sid (B)(6) (old sample with normal results that customer utilized to determine there was abnormal recovery): calcium correct result 9.5 mg/dl, repeated 15.1 mg/dl co2 correct result 25 mmol/l, repeated 34 mmol/l tbili2 correct result 0.3 mg/dl, repeated 0.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The customer resolved the issue by replacing the cuvette dry tip and washing the cuvettes. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the cuvette dry tip did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cuvette dry tip were identified.